Event description:
The customer reported that after placing their clinimacs tubing set on their clinimacs plus instrument, and as it began to prime, they noticed the tubing set leaking from the column. The cellular material was not affected because the cell separation was not started at the time point of the event, therefore, no harm was caused to the patient. The event occurred at: (B)(6).